Manufacturer narrative:
(B)(4) pseudoarthrosis: neither the device nor applicable imaging films were returned to the MFR for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on a user facility report that the pt underwent a lumbar re-exploration, hardware revision, removal of bilateral l4 pedicle screws, conversion of pedicle screw fixation from l4-l5-s1 to l5-s1, lateral mass fusion l4-5, intraoperatively upon reaching the instrumented level, the surgeon was able to identify and expose not only the screws and cross connectors on either side, but also the free floating caps which were dissected free. Rod itself was well seated within the screw of l4 and seemed to be in very good position, sizing, etc. Screws were well fixated into the l4 body with no looseness. The pt had no intraoperative complications and was transferred to the recovery room in stable condition.